Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to severe pain and discomfort. A size 6 genesis ii right tibial baseplate was explanted. No delay reported. Device backup not required.